Event description:
Rptr states nature of symptoms following the insertion of breast implants is as follows: (1) her whole body can't move. When she lies down she gets excruciating pain. She cannot open her legs, move her waist, or bend over to put stockings on. When she lies on her stomach, she feels like something is floating through her back to her chest. These symptoms last 7-14 days and recur. The dr says it is muscle spasm, (2) footdrop, (3) rashes all over her body which lasted 2 weeks, (4) rashes on the eyes which lasted 2 months, (5) depression. Her son has had worse experiences. He was born after she had the breast implant put in. He has sjogren's syndrome or loss of saliva and fungus in his mouth, swollen spleen, swollen lymph nodes in his neck, loss of weight, he used to be hyperactive, now he is underactive, too many lymphocytes, headaches, bloody stools, depression, irregular fragment of his lower lip (biopsy was performed).